Event description:
The customer reported that while the unit was in use on a pt, the unit displayed the error message "maintenance code 6" and "error code 62 slow purge failure". The pt was switched to another unit and therapy was continued. No pt injury was reported.